Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper digestive endoscopy procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy because they rolled up. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the ligator head was returned with five bands attached, some of them were moved from their position and overlapped. The suture thread contained the seven knots. The handle had marks of the trip wire secured, and the returned irrigation tube was in good condition. The device was observed under magnification, and the ligator housing teeth were bent/damaged. Additionally, the ligator head had some bands damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, some bands were damaged, and the ligator head teeth were bent/damaged. These suggest that the device could not deploy. It is possible that the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth clearly showed that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper digestive endoscopy procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy because they rolled up. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.